Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is occurring in the image when operating the up/down direction angle due to a break in the ccd unit. A root cause could not be identified. Based on historical data, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoeye flex deflectable videoscope had a green light on the image checked during preparation for use. There was no patient involvement.